Event description:
New information received stated that on (B)(6) 2017, the patient received an inappropriate shock. It was noted that the right ventricular lead had dislodged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net after an alert for nonsustained right ventricular oversensing episodes. Review of transmissions revealed that the right ventricular lead exhibited a drop in r-waves and what appeared to be p-wave oversensing. It was noted no therapy was delivered at the time. On (B)(6) 2017, the lead was explanted and replaced. Patient was stable during and after the procedure.